Event description:
Reporter alleged blood glucose measured 297 mg/dl back to back with a result of 105 mg/dl when testing was performed within 10 minutes of each other. It was stated no delays in treatment was based on the reading; however, customer will eat less than normal when results are high. Reporter stated no other actions were taken and no treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.